Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020. Product type lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported the patient fully recovered from the pain once the system was removed. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 05-nov-2023, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 26-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implant for the patient was standard. The leads advanced easily and the lateral showed posterior lead placement. When testing, the rep had the settings at 450/60 and the patient had paresthesia at around 5.0. Both leads tested bilateral, with the left l r and the right lead r. The hcp asked the rep to try to program the leads to see if they could get stimulation in the left foot to help with the patient's pain. The rep programmed across both leads across the length of each, but was only able to get stimulation as low as the patient's left ankle. The patient commented that the stimulation made their pain worse. Because the pain was not decreasing, the hcp decided it would be best to explant the entire device. The system was explanted without incident and will not be replaced. The device was discarded. It was unknown whether the explant alleviated the patient's pain. No further complications were reported or anticipated. Follow-up information was received from the hcp via a manufacturer representative. The physician confirmed that the patient was "100%" better in recovery. No further complications were reported or anticipated.